Manufacturer narrative:
It was reported that patient underwent excision of vaginal mesh with vaginal mesh flap advancement through vaginal route on (B)(6) 2008.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop, sui, menorrhagia, symtomatic uterine prolapsed, cystocele, rectocele, lipoma of left upper thigh; concurrent procedures: total abdominal hysterectomy, paravaginal paracolposacral suspension, burch urethropexy, cystoscopy, rectocele repair and removal of lipoma from left thigh. It was reported that the patient suffered from pain, erosion, recurrence, bleeding, dyspareunia, urinary problems. It was reported that patient underwent mesh revisions in 2009.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.